Event description:
A 28 mm diameter x 16 mm diameter z 16.5 cm length aneurx bifurcated stent graft delivery system and its components were implanted into patient for the endovascular treatment of an abdomianal aortic aneurysm. Aneurysm and vessel morphology are unknown. Eight months post graft implant the patient developed aneurysm enlargement due to a proximal type I. It was reported that the patient had a contained rupture. The physician then implanted two talent aortic cuffs covered under a talent aortic cuff under ide (g020050). The aortic cuff covered the left renal artery and partially covered the right renal orifice. A 6mm balloon was used to push the stent graft slightly to allow for filling of the right renal artery while the left renal artery remained occluded.